Manufacturer narrative:
Patient information was unavailable from the site at time of report, however, has been requested. A medtronic representative at the site and confirmed the system behavior, however, is not able to ascertain the cause. Software investigation has not been completed as of the date of this report.

Event description:
A medtronic representative reported that when displaying the endoscope video image on the stealthstation s7 system, and taking snapshots, the screen freezes for around 30 seconds. The system then became very slow. The surgeon completed the cranial procedure successfully with the use of the stealthstation s7 system. There was no negative impact to the patient outcome reported.

Manufacturer narrative:
Testing of suspect computer showed it booted in 36 seconds and ran the cranial software application without any errors. Hard drive showed (B)(4). Software engineers found no evidence of reported problem and computer passed all hardware tests. Due to poor packaging, the computer will be retired and scrapped. It was reported from the site that after the computer was replaced in the system it has been functioning properly.

Manufacturer narrative:
Patient demographic information provided.

Manufacturer narrative:
Unable to determine root cause without further information since the on-going investigation proved to be inconclusive based on the information provided.